Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd plastipak¿ concentric luer lock syringe broke off inside the diffuser connector during use. The following information was provided by the initial reporter, translated from french: "the nurse used it to fill a bbraun easypump 270ml diffuser. She was able to fit the syringe and fill as usual but on removal the luer-lock tip broke off inside the diffuser connector. There was no unusual handling, and she did not force it."

Manufacturer narrative:
H.6. Investigation: multiple photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken in one of the syringes. A device history review was performed for reported lot 2110137, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage or defects were observed within any of the tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2110137 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that the tip of the bd plastipak¿ concentric luer lock syringe broke off inside the diffuser connector during use. The following information was provided by the initial reporter, translated from french: "the nurse used it to fill a bbraun easypump 270ml diffuser. She was able to fit the syringe and fill as usual but on removal the luer-lock tip broke off inside the diffuser connector. There was no unusual handling, and she did not force it."